Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h4; h6. It was reported that a patient fell and sustained a periprosthetic femoral fracture. The patient has a history of parkinson's disease that affects the body's movements and control. The fall is attributed to the patient's neurological condition with no allegations against the fit, form, or function of the implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately five months post implantation due a periprosthetic fracture experienced during a fall. The stem was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.